Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that an automatic impella controller (aic) displayed a controller failure when it was powered on. Another aic was used for patient support and no adverse patient impact was reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. Data analysis: on the complaint date, (B)(6) 2025, after the initial bootup, the console displayed a ¿controller failure (epm1 software corruption) ¿ alarm,¿ event 1029. This confirms the reported failure mode. Device analysis: during testing in the lab, a "controller failure" alarm appeared when the console was powered on, confirming the ability to reproduce the issue as described. The connectors and cables attached to the impellatronic and other associated circuit boards were checked, and no loose connections were found. When the console was powered on, both leds on the impellatronic were illuminated. The epm 5v and pmd 20v rails were measured at 5.01v and 20.1v, respectively. The epm firmware was extracted and compared to a known good epm firmware, confirming the existence of firmware corruption. Root cause: the root cause of the ¿controller failure¿ alarm was determined to be firmware corruption of the epm.